Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, alaris smartsite, separation -line detached. The following was provided by the initial reporter: removing paracetamol bottle when line detached, quickly disconnected line from patient and replaced line and recommenced infusion.